Event description:
Additional information was received from a healthcare provider (hcp) indicated the drug at the time of the event was baclofen (4000.0mcg/ml, 1.78mcg/day). The patient was not taking any other medications at the time of the event. The had a medical history of brain injury and spasticity.

Event description:
It was reported that a patient¿s pump had been filled thursday (B)(6) 2015 ¿a week ago today¿ and on saturday (B)(6) 2015 the patient began hallucinating ¿seeing bugs¿ and having increased spasms ¿flopping around like a fish¿ and excitability. The patient¿s gait was improved when it was normally ¿not good.¿ the healthcare professional (hcp) suspected the pump was filled with the wrong concentration or the wrong drug. The hcp reportedly said ¿for several months (4 months/(B)(6) 2015) there was more baclofen in the pump than should have been and was ¿watching it.¿¿ the reporter mentioned that they had recently started getting the drug from a new compounding pharmacy. The patient was ¿given meds¿ in the hospital and the pump was not interrogated or accessed until the following friday (B)(6) 2015. The reporter stated that the patient had been in the hospital ¿for withdrawal.¿ the medication was changed out of the pump on friday, and then was subsequently replaced (B)(6) 2015 when they removed the solution and refilled with baclofen 2000mcg/cc solution. The patient had been on 4000mcg/ml baclofen but the ¿bag¿ from the pharmacy said 2000mcg/ml; the reporter stated that they ¿ doubled the 2,000 mcg/ml <(>&<)> sped up the rate. It appeared that the hcp did not update the reservoir volume at the (B)(6) 2015 refill. The drug from the pump was tested by a third party independent laboratory and was found to be ¿fine and accurate.¿ the logs were read and no stalls were found or ¿anything else out of the ordinary.¿ the patient recovered without permanent impairment and was ¿fine.¿ they were scheduled for follow up on (B)(6) 2015. The pump was used to infuse lioresal (baclofen). Follow up was being conducted to obtain further information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8711, lot # j11372r39, implanted: (B)(6) 2003, product type catheter. (B)(4).